Event description:
Related manufacture reference number: 2017865-2023-25359. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's left ventricular lead (lv lead)exhibited high capture threshold. Micro dislodgement of the lv lead was noted. It was also noted that the pacemaker exhibited premature battery depletion due to the high capture of the lv lead. Both the lv lead and the pacemaker were explanted and replaced on (B)(6) 2023. The patient was in stable condition.